Event description:
Following a catheterization procedure, an angio-seal device was deployed. Hemostasis was not achieved with the device, and the formation of a hematoma was noted (size undocumented). Approximately 12 hours later, the patient was diagnosed with a pseudoaneurysm. Ultrasound guided external compression was held followed by a pressure bandage, with resolution of the pseudoaneurysm. The patient was discharged home and remains without sequelae.